Event description:
Healthcare professional reported "deflation" against left device. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Healthcare professional reported "deflation" against left device. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified flat creases, brown particles in the fill channel and one linear opening. A microscopic analysis and leak test were performed which identified one striated opening. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one opening striated in the side anterior assessed as surgical damage.